Event description:
A report was received that the patient underwent an explant because the device was not helping. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient weight not available. Device was not returned. Additional suspect device components involved in the event: model: sc-2138-50 description: linear lead (phase iiia), 50 cm model: sc-2138-50 description: linear lead (phase iiia), 50 cm a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.